Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during left middle cerebral artery (mca) aneurysm embolization case, subject coil got stretched while repositioning it near target lesion. This stretched subject coil was retrieved from patient¿s body using a snare device as medical intervention. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device.

Event description:
It was reported that during left middle cerebral artery (mca) aneurysm embolization case, subject coil got stretched while repositioning it near target lesion. This stretched subject coil was retrieved from patient¿s body using a snare device as medical intervention. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device.

Manufacturer narrative:
D4 expiration date - added. D9 / h3 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject coil delivery wire was seen to be kinked in two locations and the subject main coil was seen to be severely stretched and fractured along with the suture damaged. The introducer sheath was not returned. Functional testing could not be performed due to damage to subject coil and reported event was confirmed based on visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code main coil stretched was confirmed during analysis and as reported code patient medical or surgical intervention required could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During device analysis, the subject coil delivery wire was seen to be kinked/bent and the main coil was seen to be stretched, broken/fractured and suture was also noticed damage. An assignable cause of procedural factors will be assigned to the as reported patient medical or surgical intervention required, main coil stretched as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to the as analyzed coil delivery wire kinked/bent as the defect appears to be associated with handling of the product or portion of the product during preparation. An assignable cause of procedural factors will be assigned to the as analyzed codes main coil broken/fractured during use, main coil stretched and main coil suture damage as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.